Event description:
Caller states that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 5.6 inr/3.28 inr, 3.7 inr/2.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt information provided.